Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the severely calcified mid left anterior descending (lad) artery. A 3.0 mm x 8 mm quantum maverick balloon catheter was advanced for dilatation. However, during the third to fourth inflation at 20 atmospheres, it was observed that the balloon failed to inflate. The device was removed and a visible pinhole was noted. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device lot number corrected from 18357537 to 0018903845. Device expiration date corrected from 08/31/2018 to 02/28/2019. Device manufactured date corrected from 09/02/2015 to 02/10/2016. (B)(4). Device evaluated by MFR: returned product consisted of the quantum maverick balloon catheter. The shaft, bonds, and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and blood in the balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed a pinhole in the balloon wall 2.mm distal of the proximal markerband. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. Device analysis determined the condition of the returned device was consistent with the reported information. Product analysis confirmed the reported event. There is no indication that the device was inflated over the rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the severely calcified mid left anterior descending (lad) artery. A 3.0mm x 8mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However, during the third to fourth inflation at 20 atmospheres, it was observed that the balloon failed to inflate. The device was removed and a visible pinhole was noted. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.